Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd phoenix¿ nid has been found experiencing misidentification. The following has been provided by the initial reporter: customer reports misidentification when using 448007, lot #1281011.

Manufacturer narrative:
H.6 investigation summary: this complaint is mis ID of e. Coli as shigella flexneri when using phoenix panel nid (448007) batch number 1281011. The customer did not provide returns, or isolates but did provide a lab report for the investigation. The complaint batch 1281011 was not available for investigation due to the batch being expired at the time of the investigation and are beyond our stability timeframe. The customer noted that "the isolate in question was mistakenly discarded by their lab and the public health lab (where the sent the isolate for confirmation testing) has a "no return" policy; therefore they no longer can pursue this investigation and bd should consider the matter closed". For further investigation, a review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Based on the investigation performed, this complaint is unable to be confirmed. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h.10.

Event description:
It has been reported that the bd phoenix¿ nid has been found experiencing misidentification. The following has been provided by the initial reporter: customer reports misidentification when using 448007, lot #1281011.